Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and exhibited high threshold. The lead was explanted and replaced. However, after the procedure patient vital signs became unstable and effusion was confirmed through a transesophageal echocardiography. A percutaneous cardiopulmonary support and intra-aortic balloon pump (iabp) were used immediately along with a pericardial drainage. The vitals became stable, but bleeding continued and was stopped through a thoracotomy operation. Furthermore, a rupture in the coronary sinus was confirmed. No additional adverse patient effects were reported.